Event description:
The customer contact reported a disconnection. The tubing set was connected to a 24 gauge IV catheter and was being used to deliver an unspecified solution. After an unspecified length of time in use, the nurse noted the solution had leaked and that the tubing set had disconnected from the patient's IV catheter. The tubing set was reconnected to the catheter and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.